Event description:
While giving the bolus per heparin protocol for ptt of 28.9, I noticed that the heparin bag is still quite full (roughly 200ml) but the pump was showing a vtbi of 74ml - IV pump changed and hospitalist dr. Was notified. [Redacted date] per ce, no findings from their investigation and they will be sending it to baxter for further investigation. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).